Event description:
A customer reported that the battery of a t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging, followed by scheduling a follow-up.